Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as under the back two electrodes similar to a burn mark. The patient stated the irritation was pink and painful. The patient does not have a history of sensitive skin or allergies to metals. There was no alleged device malfunction contributing to the irritation. The patient made the doctor aware who suggested the device be returned. The patient used eucerin lotion and a&d ointment on her own. Follow up indicated the irritation improved.